Event description:
This spontaneous report was received on (B)(6) 2013, from a husband reporting on his wife (age unspecified) from the united states. The medical history and the concomitant medications were not reported. On an unspecified date about a year and a half ago, the consumer started using k-y warming jelly vaginally as lubricant (lot number, dose, frequency and expiration date unspecified). After an unspecified duration, she experienced excessive pain in her vaginal area which made her to scream and take shower immediately. She also noticed inflammation in her vaginal area. Following this, a couple of days later, she used the device again and experienced pain in her vaginal area and she felt as if her vaginal area was stabbed repeatedly. Following the subsequent use of the device, the consumer experienced the same reactions. She decided to use the device after couple of weeks but couple of weeks led to months and the consumer did not have sex for one and a half years due to all these reactions. She visited physical therapist numerous times and in (B)(6) 2013 she had surgery to help correct the problem. The action taken with the device and the outcome of the event was unknown. A review of the data associated with this complaint revealed no adverse trends for the product family. The disposition was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. The report was assessed as serious (intervention required). The company causality was assessed as related.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.